Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic adnexectomy gynecological surgery, when the ovarian tumor was removed, the bag tore and specimen fell into the patient, another similar device was used which also presented failures. In order to resolve the issue, upon the third attempt, glove was used to remove the sample. Surgical time extended for more than 30 minutes as a result of the issue. There was no patient injury.